Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that his receiver alarm did not sound when he experienced an extreme low (bg <20 mg/dl). Patient became unconscious, and paramedics were called. Paramedics confirmed that patient's cgm was reading low (approximately 40 mg/dl) at the time of the event. During patient's call to dexcom technical support, it was confirmed that patient's alarms were working. Paramedics indicated that there was no sign of trauma to patient.